Event description:
It was reported that the right atrial lead dislodged after the pocket was closed. The physician opened the pocket and choose to remove the lead. The patient has atrial fibrillation and lead placement was difficult. The lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.